Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received a left ventricular assist device (lvad) in (B)(6) 2016 where she underwent several surgeries. It was noted through a review of data from the patient's remote monitoring system that the patient had received several inappropriate shocks during the lvad surgeries. It was also noted that since (B)(6) 2016, rv sensing values ranged between 0.6 to 5 mvolts. The patient was brought in for a follow up and it was discovered that the rv lead was also sensing atrial activity. An x-ray was performed and revealed that the rv lead appeared retracted from its original implant position. The physician reprogrammed the device and the patient will be closely monitored on a weekly basis using their remote monitoring system. No adverse patient effects were reported. Data was sent to boston scientific technical services (ts) for review. A ts consultant confirmed that the rv lead was oversensing atrial activity and that from the submitted x-rays, it appears that the distal coil of the rv lead was pulled back across the heart valve. Additional troubleshooting was discussed.